Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the cause of the infection was not determined. The status of the device return was still pending. The provided information has been confirmed with the physician

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator. Physician reported site infection for 2nd implant. They were removing the device and lead. Physician saw patient in office today and found ipg site infected. Device and lead will be removed asap. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.